Manufacturer narrative:
Based on the current information provided, the cause of the periprocedural bleeding cannot be determined. The physician attributed the bleeding to the nature of the procedure itself. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure, and experienced minor bleeding at the biopsy site. The physician used a 21g flexision biopsy needle and performed 8 passes. Towards the end of the biopsy procedure, the patient experienced some bleeding; the estimated blood loss was about 75 milliliters. The source of the bleeding was thought to be coming from the target lesion which was close to a vessel. The target lesion was in the right middle lobe and 2 centimeters away from the pleura. The physician applied balloon blocker and topical epinephrine over the source of the bleeding and the bleeding stopped. There was a delay of less than 10 minutes. The patient was extubated right after the procedure. The patient was kept overnight for less than 23 hours of observation and was subsequently discharged home. The patient remained stable and did not require any medical or surgical intervention. There were no comorbid conditions that might have caused or contributed to the event. The patient was on plavix, and it was held for 1 week prior to the procedure. The bleeding was an anticipated complication of the procedure. The physician believed that the ion did not cause the event, but it was rather due to the nature of the procedure itself. The bleeding was thought to have likely occurred via another modality. There was no device malfunction associated with the event.